Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicates the patient had an atrial ventricular node ablation one day post leadless implantable pulse generator (ipg) implant for atrial fibrillation (af) with rapid ventricular response. A device check was performed the following day, no issues were noted and the patient was discharged. The cause of death was reported as atrial fibrillation (af), obstructive sleep apnea and obesity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died four days post leadless implantable pulse generator (ipg) implant. This contact is being reported in an abundance of caution, it was unknown if the ipg caused or contributed as follow up information was not available.